Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the wires unravelling was confirmed and the cause was determined to be associated with misuse of the device. Four samples were returned for investigation. It was reported that it was necessary to ask for many catheters to find one without problem. No information was provided for separate events (e.g. Dates, patient information). Sample #1 consisted of a section of catheter that extended from the 12cm depth mark to the manufactured cut approximately 1cm distal to the 64cm depth mark. The distal end of an unraveled stylet wire was received with the catheter segment. The black tab and t-lock extension set were not returned with the stylet. The weld tip was present at the distal tip. The wire was stretched over the proximal end of the returned segment of core wire. The core wire was 50.3cm in length. The outside diameter (od) of the stylet wire was within specification. A microscopic examination of each stylet wire revealed evidence that the wires had been cut and were most likely cut at the time the catheters were trimmed to length. The edges around the distal tip of the stylet core wire were sharp, the tip was angled, and the material was sheared. The IFU states, ¿retract the stylet to well behind the point the catheter is to be cut. Caution: do not cut stylet.¿ the red hang tags on the stylet state, ¿warning ¿ do not cut stylet ¿ withdraw stylet before trimming catheter.¿

Event description:
It was reported that after passing and removing the guide wire, it unraveled. The device was not used on a patient. This report address guidewire one.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexi1272 showed (B)(4) other similar product complaint(s) from this lot number. The complaints for this lot number (rexi1272) have been reported from the same facility. Device not yet returned for evaluation.

Event description:
It was reported that after passing and removing the guide wire, it unraveled. The device was not used on a patient. This report address guidewire one.